Event description:
Patient reporting left side rupture diagnosed by MRI and a "lymph node reaction". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reporting intracapsular rupture, pain, a "lymph node reaction" and ¿there is a jumping-breast-phenomena¿. Physician confirms capsular contracture baker grade I-ii and device rupture, discovered and confirmed intraoperatively. Device has been explanted and replaced with a non-allergan device. This relates to the left device.

Event description:
Additional non-serious events of pain and malposition were reported.

Manufacturer narrative:
Correction to g.3 aware date in supplemental medwatch #1. The aware date should be listed as 29/nov/2024. Correction to g.3 aware date in supplemental medwatch #2. The aware date should be listed as 2/aug/2024. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reporting intracapsular rupture diagnosed by MRI, pain, a "lymph node reaction" and ¿there is a jumping-breast-phenomena¿. Physician confirms capsular contracture baker grade I-ii and device rupture, discovered and confirmed intraoperatively. Device has been explanted and replaced with a non-allergan device. This relates to the left device.